Event description:
It was reported that the pt expired. The cause of death and relationship of the device to the event was unk. The medication being delivered via the device system was not reported. Add'l info has been requested from the pt's last known physician, a f/u report will be sent if add'l info become available.